Manufacturer narrative:
Follow up on 08/30/2016 confirmed that the customer was using the pump and delivering boluses regularly during this time. As the customer did not have the pump during the time of the call, no troubleshooting was able to be performed. Although requested, no additional information was provided regarding the reported issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was data missing in this customer's t:connect data management system account. Reportedly, the customer's bolus deliveries were not logged into their account roughly from (B)(6) 2016. During troubleshooting with customer software support, it was determined that the t:connect bolus graph indicated that the customer only had one bolus delivered during the week; however, the customer reported that they were using the pump the entire time.